Manufacturer narrative:
(B)(4). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty on an unknown day due to an unknown reason. Subsequently the patient underwent a revision surgery for an unknown reason. During the surgery the surgeon had issues implanting the +5 liners but eventually were able to get them to seat.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant medical products: g7 osseoti multihole 58mm g lot#3689360 item#110010267, g7 osseoti multihole 58mm g lot#3828755 item#010001000, g7 osseoti multihole 58mm g lot#3878904 item#0100000999, cer option type 1 tpr sleve +6 lot#870460 item#650-1068, cer bioloxd option hd 40mm lot#278000 item#650-1058. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The reported components were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.